Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead perforated the heart. Repositioning of the lead was unsuccessful. The lead was explanted and replaced. The patient is found to have fatigue, volume overload and was sent to heart failure clinic.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification. The damage found was sustained during the surgical procedure.